Manufacturer narrative:
It was reported that replacing the battery did not resolve the issue. The unit charged overnight after replacing the battery. The following morning, the unit was powered on and it alarmed ¿rtc failure¿ again. No further action was taken, and the device was retired by the customer. No further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the customer on the bi-pap focus device indicating that the unit was getting error code 647 for rtc failure & 61 for rtc battery depleted. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested for the part number for the replacement battery.